Event description:
On 02/28/2024, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak® anchor was opened, and the suture were found to be apart from the anchor. This occurred during a distal biceps on (B)(6) 2024, where another anchor was used to proceed with the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to excessive force used when opening the packaging.